Event description:
On 02-may-2022, intuitive surgical, inc. (Isi) became aware of a journal of robotic surgery titled, ¿robotic versus laparoscopic low anterior resection following neoadjuvant chemoradiation therapy for stage ii-iii locally advanced rectal cancer: a single-center cohort study¿ (angehrn, f. V., schneider, r.,et al., 2022). Within the journal article, post-operative complications involving da vinci surgical procedures were noted. A single-center cohort study was performed analyzing patients with uicc stage ii-iii rectal cancer, who underwent robotic (rob-g) or laparoscopic (lap-g) low anterior resection (lar) at an institution, for locally advanced rectal cancer with inferior tumor border between march 2015 and june 2020. Of the 102 patients enrolled in the study, 38 underwent robotic lar procedures using the da vinci xi system. Postoperative minor and major morbidities were observed in the study. Minor morbidity complications in the robotic group included: clavien-dindo I (1), positioning injury (1) clavien-dindo ii (8), central line infection (4), pneumonia (2), and paralytic ileus (5). Major morbidity complications in the robotic group included: clavien-dindo iiib (7), anastomotic leakage (6), and internal hernia (1). Isi contacted the article correspondence and the following response was provided: ¿all the complications (minor and major) are not related in any way to the da vinci or the devices. We have never had a malfunction of the robot or any device. This applies also to any postoperative complication; they are not in any way related to the da vinci or its instruments/devices. They are comparable to the laparoscopic approach and within the expected range.¿

Manufacturer narrative:
Based on the current information provided, the root cause of the reported complications after undergoing a da vinci-assisted lar procedures cannot be determined or is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. A system log review cannot be conducted due to lack of system and procedure detail. No video or images were provided for review. This complaint is being reported due to the following conclusion: with the journal of robotic surgery titled, ¿robotic versus laparoscopic low anterior resection following neoadjuvant chemoradiation therapy for stage ii-iii locally advanced rectal cancer: a single-center cohort study," it is noted that after undergoing da vinci-assisted lar procedures, post-operative complications occurred. Complications included central line infections, pneumonia, paralytic ileus, and anastomotic leaks. Although the article correspondence indicated that all minor and major complications are not related in any way to the da vinci or the devices, it is unknown as to what extent the da vinci surgical system may have contributed to the complications. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.